Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that these types of events can occur under possible adverse effects: material sensitivity reactions. Wear and/or deformation of articulating surfaces.

Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6), 2011 due to metallosis, elevated metal ion levels, and fluid collection. Additional information noted grey metallosis, wear, and fluid collection at time of revision.

Manufacturer narrative:
Correction: patient underwent femoral resurfacing procedure initial and not total hip arthroplasty.

Event description:
It was reported that patient enrolled in a clinical study underwent right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to metallosis, elevated metal ion levels, and fluid collection. Additional information noted grey metallosis, wear, and fluid collection at time of revision. A review of invoice history confirmed both surgery dates and that the acetabular cup was removed and replaced during the revision surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. Corrected data: event description ¿ patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent right femoral resurfacing procedure on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2011 due to metallosis, elevated metal ion levels, and fluid collection. Additional information noted grey metallosis, wear, and fluid collection at time of revision. A review of invoice history confirmed both surgery dates and that the acetabular cup was removed and replaced during the revision surgery.